Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/11/2022. H3: investigational narrative: one needle product code vr2298 was returned to ethicon inc for analysis. Upon visual analysis of the returned sample revealed that the needle was not swaged to suture. No mark of the swage hit was observed. Based on the information currently available, pull out defect (missing swage) was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/28/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: one needle product code vr2298 was returned to ethicon inc for analysis. Upon visual analysis of the returned sample revealed that the needle was not swaged to suture. No marks of the swage hit was observed, the needle is unused. Based on the information currently available, pull out defect (missing swage) was identified during the investigation of the sample received.

Event description:
It was reported that a patient underwent a pyelo-ureteral junction cure surgery on (B)(6) 2021 and suture was used. During the procedure, the needle pulled off of the thread and fell into the abdominal wall. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: procedure : pyelo-ureteral junction cure. Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any additional tissue damage as a result of searching for the needle piece no. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Is the current patient status known? Nothing to report. Delay of 30 minutes during the procedure. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.